Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Technical support (cts) confirmed that there were no previous reports of this particular alarm with the pump serial number provided, though alarms with consecutive cartridges were noted. The pump was under warranty, and cts arranged to send a replacement pump with updated software to the caller. Instructions were given for returning the problematic pump to tandem within 10 days, including putting it into storage mode, and no signature was required for delivery. Caller was advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump, with an understanding acknowledged. There was no backup therapy available, so the caller decided to reach out to their healthcare provider.